Event description:
Journal reference: kessler, t.m., et al.," sacral neuromodulation for refractory lower urinary tract dysfunction: results of a nationwide registry in switzerland" european urology, (2007) 51: 1357-63. The article discusses the treatments and outcomes of patients. Adverse events were recorded during the initial test phase and/or during or following traditions one-stage technique. During the test phase, wound infection was reported in two patients requiring surgical revision.

Manufacturer narrative:
See scanned pages.